Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-06005/06007 & 06009).

Event description:
It was reported that patient underwent a left total bi-polar hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003, due to loosening of the femoral stem and all components were removed and replaced with another bi-polar hip and compress components. Another revision procedure occurred on (B)(6) 2014, to remove and replace all components with a total hip system. It was further reported that an upcoming revision procedure is planned due to dislocation. A review of invoice history confirmed all surgery dates and which components were removed and replaced during each revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total bi-polar hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003 due to loosening of the femoral stem and all components were removed and replaced with another bi-polar hip and compress components. Another revision procedure occurred on (B)(6) 2014 to remove and replace all components with a total hip system. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced.